Manufacturer narrative:
Internal file number (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history records (lhr) could not be reviewed because the products were not returned for evaluation and the part and lot numbers were not reported. It should be noted that the mitraclip system instructions for use (IFU), states that the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event-estimated. Date of implant-estimated. (B)(4). The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: "outcomes after current transcatheter tricuspid valve intervention: mid-term results from the international trivalve registry." The patient deaths and serious adverse events referenced are filed under separate medwatch reports.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported through a research article, that post mitraclip implantation, the clip detached from one leaflet and remained attached to the other leaflet (slda). Details are listed in the article, titled "outcomes after current transcatheter tricuspid valve intervention: mid-term results from the international trivalve registry."